Event description:
When pt placed on ventilator, sp02 would decrease by 20-30%. When graphics were used, pt. Would get two simv breaths then a pressure support breath which would set "lpk" 2 seconds with a corresponding tv of greater than 7.0 liters. No leak found. Pt bagged. Ventilator changed out. Pt's sp02 increased from 75% to 95% immediately.